Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 had scale marking issues and the plunger was difficult to move. The following information was provided by the initial reporter: we have had reports that the measure is very difficult to see, and upon trying to draw a dose, the plunger on the devices sticks making an accurate dose difficult to obtain.